Manufacturer narrative:
The microtip was sent to the manufacturer for failure evaluation. The customer reported that the needle broke off from the microtip. The microtip was received with damage to both the hypodermic needle and sheath about .100" above the braze joint. Both appear to have been severed along the same plane with deformation inward, on opposing walls, leaving both the needle and sheath with an oblong shape. Demarcation on both the needle and sheath appear to be from a cutting utensil. Damage is more indicative of tampering; inconsistent with needle breaks previously observed. A determination as to the cause of the reported failure could not be made due to the tampering.

Event description:
Per the information provided, the tip broke toward the end of the procedure. To remove the needle, the incision was increased by 2cm. The remainder of the procedure was completed using an 18 gauge needle (dry needling). Post-procedure evaluation of the patient, approximately one week later, found the patient doing well. There were no issues and the incision was healing.